Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medcial products: 4968-60 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device had early battery depletion. Review of performance data indicated an unexplained high current drain. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis was performed. The returned device indicated shorting/low impedance in an integrated circuit. A donor hybrid containing the rf module (rfm) from the returned device was subjected to 85 percent humidity at 85 degrees celsius in attempt to reestablish the high current drain (cd) condition. However, nominal cd was observed throughout. Therefore, physical analysis of the rfm was pursued which identified substrate cracks and evidence of a cu-bearing leakage from adt0 to vss pad. These findings were consistent with the reported failure being attributed to the copper anomaly in the rfm substrate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Further analysis confirmed the low battery voltage, with system current drain higher than nominal. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. Overdriving the supplies showed that the high current drain was on the avdd supply. When the hybrid was removed and placed on a test fixture, the current drain was still high. After eliminating the avdd capacitor and the an integrated circuit as suspects, the stacked chip scale package (scsp) was removed with heat from the hybrid since the avdd supply is generated within the scsp. When the removed scsp was placed into a system board, the current drain was nominal. The printed circuit board edges of the scsp were inspected with an optical microscope. No copper anomalies or foreign material were observed. The analysis was terminated since the high current drain condition was no longer present; no cause was determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.